Event description:
It was reported that 2 syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the orange cap, the needle detached from the syringe body (next to the hub), getting stuck in the protective cap.

Manufacturer narrative:
Investigation summary: customer provided three (3) photos of a 31g x 6mm, 0.5ml bd insulin syringe from lot 7177824. No samples were returned therefore the investigation was performed based on the photos provided. After reviewing all three provided photos, it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. The cause of the needle-hub separation issue likely occurred during the manufacturing process. Manufacturing (holdrege) will be notified of the reported issue. A review of the device history record was completed for batch# 7177824. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200705249, 200705248, 200706054, 200705885, 200705161, 200705141] noted that did not pertain to the complaint. There was one (1) notification [200705017] noted for damaged shield. There were two (2) notifications [200705296, 200704761] noted for damaged tips. As no samples were received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. As per investigation completed by manufacturing, "on 13sep2019, holdrege received a complaint, via pictures, from material 324917, batch 7177824. Visual inspection of the pictures found the needle assembly to be detached from the barrel tip. No damage was observed on the barrel tip. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or log book entries during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. This batch was produced before acr19-04-007 and scr19-04-003 which addressed the issue of needle hub separation by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.5 ml 31ga 6 mm 10 bag 500 sla experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the orange cap, the needle detached from the syringe body (next to the hub), getting stuck in the protective cap.